Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using incorrect tools, not prescribing antibiotics pre-operatively, and the patient not attending the post-op visit have been ruled out as potential causes. The clinical representative confirmed the implant procedure was performed per IFU. However, the patient developed a heart condition and the clinician believes the cellulitis was caused by the heart condition. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has a heart condition (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported cellulitis. Antibiotics were prescribed and the patient stated they were doing well. However, at a follow up appointment the patient had an open sore and signs of cellulitis in their left leg. An explant procedure was performed on (B)(6) 2023. The patient has since had a pacemaker placed, was prescribed heart medication, and is doing much better. Their wounds have healed and they want to be re-implanted once the cardiologist clears them.